Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please clarify, when the device was "stuck and would not open after firing", how the device was removed from tissue? The device did not open even after trouble shooting it for jaw opening. Were the device jaws eventually able to be opened? The device jaws were able to open afterwards. The device was removed with closed jaws (but there was no tissue injury) were there any patient consequences? If yes, please describe. There was no patient consequences.

Event description:
It was reported that the echelon (ec60a) with blue reload (ecr60b) was used to fire for colon transection when the gun got stuck and jaws of the stapler did not open post firing. The surgeon then used another manual echelon ec60a which worked well.